Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2022 and did not set their ipg to surgery mode. As a result, the ipg had become inoperable. A company representative was able to resolve the issue through troubleshooting. The device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.